Event description:
Healthcare professional reported ¿exchange with no complaint against the device¿. This record is for the left side. Healthcare professional reported later, "capsular contracture baker grade ii with a rupture found at the time of explant". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿exchange with no complaint against the device.¿ healthcare professional reported later reported "capsular contracture baker grade ii with a rupture found at the time of explant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage.and missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required as no manufacturing issues are observed.